Event description:
It was reported by the insulin pump was alarming button error and that the numbers on the display were increasing without button input. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 270 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind, basic occusion, occlusion, prime and no delivery tests. Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had missing end cap sticke and scratched lcd window and cracked battery tube threads noted.